Event description:
Covidien received info that due to a malfunction, the pt was removed from the ventilator. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).